Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that they received a damaged shipping box with two items. The external box was crushed, and the items inside were crushed and damaged when opened. The package contained a box with a burr hole kit and a box with a lead test cable. The items were sent to the rep for their trunk stock. The boxes will be returned. No patient or hcp involved in this case. (B)(6)2024 e1 (rep): no new information.